Event description:
A medtronic representative reported a site's precision aiming device, from a demo nac tray, that was stripped and could not be fully tightened. No further details regarding the damage, or how it occurred, were provided. This was discovered during an in-service. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement biopsy guide shipped to site 05/11/2015. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.